Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia repair, the valve seal was damaged and disengaged. The new device was used to resolve the issue in order to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted: the valve seal was disengaged. The trocar balloon, dissector balloon, lock collar and obturator appeared intact. A functional evaluation found that the trocar balloon and dissector balloon were inflated, no leaks detected. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a manufacturing fault was identified during product analysis. The root cause of the observed disengaged seals was determined to be a result of a manufacturing activity. An insufficient amount of adhesive silicone was applied which resulted in the lack of adherence of the seal. A process improvement has been initiated to prevent this condition from recurring. If information is provided in the future, a supplemental report will be issued.